Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-apr-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (shoulder arthroplasty registry, iirr 00608). The subject underwent a shoulder arthroplasty on (B)(6) 2025, during which the apex optifit implant system was implanted. Approximately nine months following the initial procedure, the subject subsequently underwent a revision surgery, during which the arthroplasty was revised to a different type of implant configuration (reverse shoulder arthroplasty). According to the clinical assessment, the event was determined to be not related to the implanted devices.